Event description:
As reported, the patient had an initial tha on (B)(6)2007. The patient had a previous revision on (B)(6)2014. The patient was revised again on (B)(6)2023 due to pain, wear and severe osteolysis on CT scan, per the surgeon. No issues with surgery. Revised to a competitors cage and dual mobility. A new 22mm metal head was also used. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 170-36-50 - biolox delta option femoral head 36mm od. (B)(6), 170-50-00 - biolox delta adapter 16/18-12/14; +0mm. (B)(6), 652-00-05 - optecure with ccc - 5cc. (B)(6), 652-00-05 - optecure with ccc - 5cc. (B)(6), 652-00-05 - optecure with ccc - 5cc. H7: z-1728-2022.

Manufacturer narrative:
Correction: h3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. The prosthesis wear was able to be confirmed from the provided radiograph and image of explanted devices. H6: component code, investigation findings, investigation conclusions.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation, component code.

Manufacturer narrative:
H3: the revision reported may have been due to a combination of risk factors specified in the hhe, including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.